Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during the implant procedure, the lv lead bipolar impedance was 2,800 ohms, unipolar impedance was 743 ohms. The device is still in use. No patient complications have been reported as a result of this event.